Manufacturer narrative:
(B)(4). Method: the two wo complaint mr290 autofeed humidification chambers were returned to fisher & paykel healthcare in (B)(4) for evaluation. The chambers were visually inspected. Results: visual inspection of both chambers revealed a break in the feedset tube where it inserts into the chamber dome. The surface of the break was rough in both cases. A lot check revealed no other complaints for lot 1311250306. Conclusion: we were unable to determine what caused the reported damage. However, the damage appears to be the result of the tube being caught or put under tension. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset leaks. Significantly we have not been able to replicate failure of the feedset tube in any of our testing. The specification for the chamber requires that the feedset tube should have a breaking strain of 30 newtons. During production, pull testing of the feedset strength at both spike and dome end is performed every hour on mr290 chambers from each production line. If any product fails this test, the whole batch is placed on hold for investigation. Additionally all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Chambers that fail any of these tests are discarded. This suggests that the damage occurred after the product was released for distribution. The customer had confirmed that in all four cases the feedset tubing had become damaged after start of use. The user instructions that accompany the mr290 state the following: -set appropriate ventilator alarms. -perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.

Event description:
A hospital in (B)(6) reported to a fisher and paykel healthcare (fph) representative that water leak occurred at the connection of the chamber dome and the feedset tube of two mr290 humidification chambers during patient use. This occurred after four weeks of use. No patient consequence was reported.